Event description:
It was reported that, during follow-up, the right ventricular (rv) lead demonstrated noise with episodes of non-sustained ventricular tachycardia (nsvt). Short v-v intervals were also noted and there was oversensing during provocative manoeuvers. Oversensing was again observed at the next follow-up visit. The rv lead was replaced. It was also reported that the patient was symptomatic due to pauses. The right atrial (ra) lead showed oversensing and had noise as a result of electromagnetic interference (emi) with the patient¿s use of a lathe machine. The patient was advised to stop using the lathe machine. The ra lead was, subsequently, replaced. No patient complications have been reported as a result of this event. The third lead was electively removed to prevent superior vena cava (svc) obstruction. The lead was returned to the manufacturer and, subsequently, tested out of specifications during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant products: 5024m, implantable pacing lead, (B)(6) 1994; 5524m, implantable pacing lead, (B)(6) 1994. (B)(4).